Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving compounded baclofen (0.3 mg/ml at 0.03660 mg/day), morphine (30 mg/ml at 3.660 mg/day), clonidine (0.3 mg/ml at 0.03660 mg/day), and fentanyl (0.6 mg/ml at 0.07320 mg/day) via an implanted pump. The patient¿s medical history was chronic pain, and the indication for pump use was lumbar radiculopathy and non-malignant pain. It was reported that the patient had withdrawal symptoms due to the pump being stopped by the hcp due to a prolonged motor stall message noted after an MRI. It was unknown if the patient was hospitalized due to the withdrawal symptoms. The environmental, external, or patient factors that may have led or contributed to the issue was noted to be that the ¿pump was not checked after the MRI and the patient did not assess the alarm until days later at which point the hcp stopped the pump¿. The patient did not experience any withdrawals until 3 days after the pump was permanently shut down. No troubleshooting was performed. The pump was replaced. The pump was interrogated at the replacement procedure and the pump logs showed ¿(B)(4) 2020 at 11:10 critical alarm - pump motor stall occurred; 11/8/20 at 11:10 critical alarm - stopped pump duration exceeded 48 hours; and (B)(4) 2020 at 12:25 - pump permanently shut down¿. It was noted to be unclear if the pump was in telemetry mode prior to being shut down or if the pump was stalled. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
H3: analysis of the pump revealed no anomaly found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.